Event description:
It was reported that during a colostomy take down with re-anastomosis procedure, the site fired the device and no staples came out. They used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.